Event description:
It was reported that the pain stim was removed was because the stim was not helping with the pain or sending messages to the pain. The patient could not remember much information, and was a self-described, ¿old lady.¿ the stim was removed ¿several¿ years prior to report. The patient was last seen by the healthcare professional (hcp) in (B)(6) of 2013 for issues not related to any kind of implanted device. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 389033, lot# j0333792v, implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: lead. Product ID: 389033, lot# j0326898v, implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. (B)(4).